Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel bms catheter. The balloon was loosely folded and the stent is secured between the markerbands. The outer shaft, inner shaft, balloon and tip were microscopically examined. The stent is damaged 13mm from the proximal markerband. The tip is damaged. There are numerous hypotube and shaft kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric, de novo target lesion containing a lesion bend of between greater than 45 and less than 90 degrees was located in the moderately tortuous and moderately calcified right coronary artery (rca). After a 6f guide catheter was engaged and a non bsc guide wire crossed the lesion, pre-dilation was performed with a 3.5x20mm balloon catheter. Subsequently, a 28 x 4.00mm rebel stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified right coronary artery (rca). After a 6f guide catheter was engaged and a non bsc guide wire crossed the lesion, pre-dilation was performed with a 3.5 x 20 mm balloon catheter. Subsequently, a 28 x 4.00 mm rebel stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.